Manufacturer narrative:
Correction: added patient weight.

Manufacturer narrative:
The reported event of unspecified over sensing was confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the external insulation abrasion is consistent with friction to the device can and the reported event. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer report number: 2017865-2023-72727. It was reported during in clinic follow up that the atrial and right ventricular leads exhibited oversensing. The leads were explanted and successfully replaced. The patient was stable and asymptomatic.